Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave® clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock. The customer reported that the quadfuse was leaking.lipids during patient infusion. There was no blood loss. The customer reported that the lipids port appeared occluded and suspect that the connections may not be tight when first set up; recent issue was found to be leaking at the quadfuse site but after tightening the connection, no further incident noticed. Customer reported that if the connections are made very tight they could crack. There was patient involvement, but there was no harm reported as a consequence of this event.